Event description:
Customer reported that the device had the service indication illuminated. Physio- control evaluated the device and observed an intermittent lock-up failure. Further evaluation also observed the device failure to operate on ac or dc power. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the verified failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.